Event description:
It was reported that an access y-type irrigation set had no flow. The tubing at the end was collapsed or kinked, which prevented flow. Patient involvement and the step of setup or therapy during which this occurred are unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.